Manufacturer narrative:
(B)(4). A device history record (DHR) review could not be performed as no lot or serial number was reported. The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
Customer complaint alleges that "the connector sheared off when disconnecting from the catheter mount". It was reported the alleged event occurred during transfer from the theatre. It was reported there was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The investigation into this complaint is still in progress at the time of this report.

Event description:
Customer complaint alleges that "the connector sheared off when disconnecting from the catheter mount". It was reported the alleged event occurred during transfer from the theatre. It was reported there was no patient injury or medical intervention.